Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The stapler 30 instrument was analyzed and the complaint was not confirmed by failure analysis. The reported issue with the instrument could not be replicated nor confirmed. Visual inspection displayed no signs of physical damage. There was no signs of missing screws compared to the known working instrument. The stapler was tested in-house, and the instrument initialized, clamped, fired, and unclamped without any issues. The instrument fired successfully twice using two green 30 endowrist reloads. The cut-line appeared smooth and consistent, with no jagged edges or tearing observed. All staples were deployed and correctly formed into the proper b-shape. The instrument passed the recognition and engagement tests on all three attempts. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument attached to and removed from the arm without any issues on multiple attempts. The instrument was fully functional. There was no problem detected. The complaint was confirmed based on the field evaluation and failure analysis. The probable root cause cannot be determined based on the information provided and failure analysis results. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse and recognition issues. The instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned instrument revealed no issues related to the customer reported issue.

Event description:
It was reported that during central processing, the endowrist 30 stapler had a screw missing from the tip. The user completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no instrument collision and no fragment fall into the patient. There was no patient injury.